Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during investigation, battery compartment is undamaged, returned battery cap is undamaged and able to fit securely. The black box showed no evidence of short battery life, multiple ¿cs177¿ warning occurring due normal battery wear are observed. Battery compartment and cap are undamaged and able to fit. The¿ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power pcb.